Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 14.5 mm from the distal end.. Both the probe tip and the grasping section had contact marks with each other. The shape of the fracture surface showed that the cracks developed from contact marks as the starting point. The ptfe pad was worn. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that contact marks and cracks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The error occurred due to the cracks. The probe was broken when the probe with the cracks received a load. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a procedure of hepatobiliary and pancreatic, the subject device was used. At the early stage from the beginning of use, probe damage error occurred. When the user wiped the probe for cleaning with a gauze patch outside the patient, it broke off. The procedure was completed with another thunderbeat. There was no patient injury reported.